Manufacturer narrative:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the indicator window changed to a black-black pattern even though pulsatile blood flow had not stopped. The physician then mistakenly pressed the deployment lever. An additional stick was made at the brachial artery and angiogram was performed that demonstrated a plug-like shape in the femoral puncture site. Hemostasis itself was achieved after about fifteen (15) minutes which indicated that the plug had occluded the vessel puncture site from the inside of the vessel. The plug was surgically removed from the puncture site. At the same time, an endarterectomy was performed against the 50% stenosis of the puncture site. The patient is doing well now. The product was clinically used and it will not be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa). The approach was made from the left common femoral artery using a non-cordis guiding sheath and it was retrograde puncture. There was calcification and tortuosity observed at the puncture site. There was also 50% stenosis at the site. Pta (stenting) for right superficial femoral artery was conducted. Two (2 each) smart control stents (7x150mm, 7x40mm) were placed to the lesion without problems. After the pta, the guiding sheath was changed to 7fr/11cm brite tip sheath and the exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed, and the physician started to retract the exoseal with the sheath. The physician was certified for use of the device and had performed over five (5) cases. There was no reported product issue with the brite tip sheath. The insertion site was closed surgically. Films were requested but are not available. The physician was re-trained after the product issue. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed and the plug was deployed. Arterial occlusion is a potential risk associated with femoral artery closure procedures. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. Additionally, do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the information available for review, there are vessel characteristics (calcification, stented segment) and user-related factors (inexperienced user) that may have contributed to the intravascular deployment of the exoseal plug. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The affiliate indicated that exoseal deployment technique re-training of the physician was conducted. No other actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the indicator window changed to a black-black pattern even though pulsatile blood flow had not stopped. The physician then mistakenly pressed the deployment lever. An additional stick was made at the brachial artery and angiogram was performed that demonstrated a plug-like shape in the femoral puncture site. Hemostasis itself was achieved after about fifteen (15) minutes which indicated that the plug had occluded the vessel hole of puncture site from the inside of the vessel. The plug was surgically removed from the puncture site. At the same time, an endarterectomy was performed against the 50% stenosis of the puncture site. The patient is doing well now. The product was clinically used and it will not be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa). The approach was made from the left common femoral artery using a non-cordis guiding sheath and it was retrograde puncture. There was calcification and tortuosity observed at the puncture site. There was also 50% stenosis at the site. Pta (stenting) for right superficial femoral artery was conducted. Two (2 each) smart control stents (7x150mm, 7x40mm) were placed to the lesion without problems. After the pta, the guiding sheath was changed to 7fr/11cm brite tip sheath and the exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed, and the physician started to retract the exoseal with the sheath. The physician was certified for use of the device and had performed over five (5) cases. There was no reported product issue with the brite tip sheath. The insertion site was closed surgically. Films were requested but are not available. The physician was re-trained after the product issue.

Manufacturer narrative:
Concomitant products: sheaths: 7fr/11cm brite tip sheath, 6fr/55cm guiding sheath (sheathless pv). Smart control stents (7x150mm, 7x40mm). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15801062 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.